Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer received a ¿replace sensor¿ message on the same day of applying the adc freestyle libre 2 sensor. The customer was incapable of monitoring their glucose levels due to the message and subsequently experienced unspecified hypoglycemia symptoms and a loss of consciousness. The customer had contact with a healthcare provider who diagnosed the customer with hypoglycemia and administered glucose via infusion as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.